Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2014 with the following findings: keypad cover was removed and contamination was found under all contacts. Keypad cover is torn at ok button, all keypad buttons respond intermittently, bolus button cover is detached/missing. Unrelated to the complaint, the battery compartment is cracked below finger pad and display is dim/fading/reddish.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under- responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.